Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems and recurrence. It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) at (B)(6) medical faculty foundation due to vaginal pain.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, recurrent urinary tract infections, urinary urgency, urinary frequency, and hematuria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.